Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained using an ipsilateral approach through the femoral artery. The 100% stenosed chronically occluded target lesion which was approximately 10cm long was located in the severely calcified and moderately tortuous external iliac artery. This 8.0 x 40, 75cm mustang balloon was advanced along the unspecified .035 guide wire and severe resistance was encountered while advancing. The physician continued to advance the balloon. The balloon ruptured upon the first inflation at unspecified atms. The device was removed from the patient intact. The procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).